Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation. The device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, instructions for use, manufacturing instructions and quality control data. This complaint focuses on the right zsle type I endoleak reported on (B)(6) 2018. Each zenith device is shipped with instructions for use (IFU), which states warnings, precautions and instructions for use. According to the IFU, device selection: appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Lot information was not provided; therefore, a device history record review could not be performed. A computerized tomography (CT) scan study was provided for review. The CT study, dated 1/27/16, is reportedly 23-months following endoluminal repair for aortoiliac aneurysmal disease. There is an endoleak noted around the mid hypogastric stent graft that extends proximally into the common iliac artery (cia) sac. This does not communicate more proximally with the endoleak in the abdominal aortic aneurysm (aaa) sac. Based on the location of the endoleak and the graft/artery measurements, this is most likely a type 1b endoleak from the distal hypogastric stent or a type 3a endoleak at the junction of the proximal hypogastric stent and zbis limb. The aorta and bilateral common, internal and external iliac arteries are moderately to heavily calcified throughout. Impressions of the imaging reviewer: endovascular repair of aortoiliac aneurysmal disease has previously been performed using a zenith flex (32 x 82 mm) main body device, a zsle iliac leg (20 x 56 mm) on the right, and a zsle bridging iliac leg (16 x 90 mm) and zbis iliac branch device (12 x 61 x 58 mm) on the left. There is also an isolated endoleak around the mid hypogastric stent graft on the left, extending proximally into the left iliac bifurcation. The hypogastric stent graft appears to be undersized, measuring 9 mm in diameter while the native hypogastric artery just distal to the stent measures 12 mm in diameter. There is no contrast evident immediately around the distal stent edge, but the endoleak could be a type 1b due to the graft-artery diameter mismatch. It cannot be determined if the stent was undersized at the time of repair or if this is due to progression of disease in the hypogastric artery. The endoleak extends up to the distal common iliac artery (cia) around the zbis graft bifurcation. Though more likely a type 1b endoleak at the distal hypogastric stent, this could also possibly be type 3a leak at the junction of the proximal hypogastric stent and the zbis hypogastric limb. This cannot be determined definitively, though, from the imaging provided. The distal right leg lands in the distal right cia where it appears fully expanded to a diameter of 20 mm. The diameter of the cia at this level is 26.4 mm, resulting in non-seal and a large type 1b endoleak around the zsle leg. This endoleak extends proximally into the aaa sac around the level of the flow divider. The endoleak also communicates with a patent inferior mesenteric artery (ima) and multiple patent lumbar arteries, consistent with a type 2 component to the endoleak. These branches may also be providing outflow for the endoleak. It cannot be determined from the imaging provided if this is due to graft under-sizing at the time of repair or due to progression of disease in the right cia. Pre-procedural imaging and the planning and sizing sheet was requested and it was indicated that no additional information will be provided. The image review indicates there is also an isolated endoleak around the mid hypogastric stent graft on the left, extending proximally into the left iliac bifurcation. Though more likely a type 1b endoleak at the distal hypogastric stent, this could also possibly be a type 3a leak at the junction of the proximal hypogastric stent and the zbis hypogastric limb. Based on the information provided a cause was not established for the right type I endoleak. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Concomitant medical products: right iliac leg, zsle-20-56 zt; main body, tffb-32-82; left iliac leg extension, zbis-12-61-58. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
On (B)(6) 2014 the patient was treated for an asymptomatic aneurysm with a maximum diameter 4.0 cm and a left iliac aneurysm with a maximum diameter of 2.8 cm with placement of an abdominal aortic stent-graft, bilateral iliac legs and a left iliac leg extension. The neck quality shape classification was parallel with partial occlusion from plaque/thrombus. Access was obtained by cut-down. There was no reported difficulty deploying the main body, left iliac extension, or right iliac devices. All devices were intact and patent with no kinks at the end of the procedure. A type I (distal, right) endoleak was reported at the end of the procedure but had resolved by the follow-up imaging without intervention. The patient was discharged from the hospital on (B)(6) 2014. At the post-procedure follow-up ((B)(6) 2014), imaging showed the devices were intact and patent, with no evidence of stenosis, kink or migration. A type ii endoleak was reported. On (B)(6) 2014, at the 6-month follow-up, imaging showed the devices were intact and patent, with no evidence of stenosis, kink or migration. A type ii endoleak was reported. On (B)(6) 2015, at the twelve-month follow-up, imaging showed the devices were intact and patent, with no evidence of stenosis, kink or migration. A type ii endoleak was reported. At the two-year follow-up ((B)(6) 2016), imaging showed the devices were intact and patent, with no evidence of stenosis, kink or migration. A type ii endoleak was reported. On 08/14/2018, the physician provided information to cook regarding a distal type I endoleak. As reported, on (B)(6) 2016, the patient went through a secondary intervention due to a type I endoleak. A distal extender was placed and the intervention was considered successful. The site has been queried to specify what side the distal endoleak was noticed. It's unsure whether this endoleak was related to the endoleak noted on the procedural imaging. The patient withdrew from the study after the two-year follow-up.